Manufacturer narrative:
Per tandem's user guide, "change your cartridge every 48-72 hours as recommended by your healthcare provider". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose ranged between 133-400mg/dl. Reportedly, the customer used pump supplies greater than three days. Tandem technical support educated customer on cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the event.